Manufacturer narrative:
A third-party service agent replaced the biphasic module and performed other unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned for use. Physio-control further evaluated the replaced biphasic module and the cause of the reported issue was determined to be due to a shorted diode, designator cr7.

Event description:
The customer contacted physio-control to report that their device had logged event codes and illuminated its service led. Upon initial evaluation, a third-party service agent observed that the device was not able to charge defibrillation energy. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had logged event codes and illuminated its service led. Upon initial evaluation, a third-party service agent observed that the device was not able to charge defibrillation energy. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.